Event description:
The valve was abandoned during implant due to aortic insufficiency, as confirmed by intra-operative echo. The valve was replaced during the case with no patient complication reported.